Manufacturer narrative:
Product complaint # :(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the total removal of the implant due to postoperative infection, and the mold was implanted after the surgery on (B)(6) 2017. The revision surgery is scheduled to perform after monitoring the patient¿s condition. No further information was provided by the hospital. (B)(6) 2017; (B)(6) 2017; unknown affected side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.